Event description:
This lead was explanted and replaced due to inappropriate shocks and noise. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 53 cm distal to the is-1 connector pin. Only the distal fragment was received for analysis. The analysis revealed multiple extraction damages along the lead fragment. The insulation body was torn apart 15.5 cm proximal to the lead tip. The conductor cable to the ring electrode was found pulled out of the lumen in the area of the ring electrode. The deformed shock coil was covered in tissue residuals. These findings indicate tensile forces applied during the extraction procedure. An increased ingrowth of the lead should be taken into consideration. During further analysis multiple signs of wear along the lead fragment were noted. In particular in the distal area, near the shock coil the insulation was found rubbed through. This damage can be considered to be the root cause for the noise which led to shock delivery as reported in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages, it cannot be excluded that an increased ingrowth affected the leads motion. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.